Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported failure to adhere/bond (leaflet grasping) appears to be due to challenging patient anatomy/morphology (bi-leaflet prolapse and dilated cardiac chambers). The reported improper or incorrect procedure appears to be due to use error of not verifying proper leaflet insertion and mean pressure gradient before clip deployment which likely cascaded into the mechanical issue (clip open-effa and clip open-locked). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while performing final arm angle and opened after deployment, requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After several attempts, leaflet grasping was achieved with good mr reduction. However, clip deployment was initiated while leaflet insertion and pressure gradient were being reassessed. On fluoroscopy, it was observed the clip arms were overlapped by one another and the clip had opened slightly. Troubleshooting attempts were not done during the efaa test after the clip slightly opened. Deployment was continued and after the actuator knob was turned four times,the clip didn't appear to be closed properly. The clip was implanted however the clip opened 40 degrees. A second clip was placed to stabilize the clip and reduce the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.